Event description:
The service report shows while performing an unrelated service, the co service tech (st) found the volumes to be out of specification. The st inspected the device and replaced the cup seal. The unit passed extended testing, this report is not an admission by co that this device caused or contributed to the event alleged in this report.